Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No blank display or button error alarm noted during testing. Device had intermittent act and up buttons response due to corroded keypad traces. However, device passed operating currents, self-test, unexpected restart error test, rewind test and displacement test. No unexpected failed batt test alarm or rewind anomaly noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had unresponsive buttons. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not giving final audible alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.